Event description:
The customer originally reported that the jaws could not be re-opened during a colectomy while on tissue. The device was removed from tissue manually with no tissue damage or pt injury. The device was returned for eval with the knife webbing protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.